Event description:
It was reported that the right ventricular lead had historically high capture thresholds and was explanted and replaced during a device upgrade procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.